Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving morphine (dose and concentration unknown) via an implantable pump for non-malignant pain. It was reported that the patient's catheter was removed on 2021-11-08. The patient had come into the emergency room on (B)(6) 2021 with a spinal headache and "knew" that it was a cerebrospinal fluid leak. The catheter was removed but the pump remains implanted.